Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence that was increasing throughout the day and erosion. The physician originally suspected that the device was too loose, and after closer evaluation felt that the pocket where the pressure regulating balloon (prb) was implanted was not large enough and causing constant cycling of the device. The physician replaced the entire aus. There were no additional patient complications reported.